Event description:
According to the available information, two days following sling insertion, the patient suffered from acute urinary retention. He was treated as an outpatient in the emergency department. An indwelling catheter was inserted. On (B)(6) 2022, urine retention was treated.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, non-conformances and capas could not be completed. The device remains implanted. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.